Event description:
Vns patient recently experienced a seizure that lasted 7 times longer than their pre-vns seizure duration and that use of the magnet did not stop the seizure. Pre-vns implant, the patient's seizure duration was approximately one minute. The patient had been seizure-free with the vns therapy until they recently experienced a seizure that lasted for approximately seven minutes. The patient's family member reported that during the seven-minute seizure, they swiped the patient's device twice with the magnet and that this was the first time that they had used the magnet on the patient's device. The patient's family member reported that use of the magnet did not elicit an obvious response from the patient as an indicator that magnet mode stimulation had been successfully initiated. At a follow-up office visit with the patient's neurologist, the two magnet swipes performed on the day of the seven minute seizure were recorded in the device programming history, indicating that magnet mode stimulation had been initiated during the time of the seven-minute seizure. It was reported that there was an additional magnent swipe recorded in device programming history, dated the morning after the seven-minute seizure, but the patient's mother denies use of the magnet at that time. Magnet usage and technique were reviewed with the patient's family member and treating neurologist has instructed the patient's family member to swipe the patient's device with the magnet every few days and to document when they do this so that the attempts could be confirmed as successful initiation of magnet mode stimulation via a review of device programming history. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
The exact cause of the event cannot be determined due to lack of information received from treating physician. Possible causes are improper magnet technique and disease process. Also, not all seizures are terminated with magnet stimulation.